Event description:
It was alleged that while trying to lower the cot from the high height with a patient on it, the cot allegedly dropped all the way down. It was reported that one of the emt's allegedly suffered a back injury. No injury reported regarding the patient. Further information regarding the emt injury was not reported. No defect was found with the cot.